Event description:
A report was received that the patient developed an infection at the ipg incision site. The patient was administered medication and the event is resolving. The physician assessed the event was related to the procedure and not to the device.